Event description:
This supplemental report is being filed to provide additional information that this device had a battery depletion error via latitude. The pulse generator battery was at 6% remaining after over seven years of implant time. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. This is considered a device malfunction that could cause or contribute to serious injury. There were no adverse patient effects. On 06/2021: it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message that resulted in an alert in the remote home monitoring system. Additionally, the battery status was noted to be lower than expected. It was noted that the patient underwent an unrelated surgical procedure. Engineering analysis of device memory noted the presence of many magnet applications that coincided with the procedure. Further analysis noted the device battery was depleting normally. Technical services (ts) discussed clearing the message with a programmer. No adverse patient effects were reported. This product remains in service.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that this device had a battery depletion error via latitude. The pulse generator battery was at 6% remaining after over seven years of implant time. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. This is considered a device malfunction that could cause or contribute to serious injury. There were no adverse patient effects. On (B)(6) 2021, it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message that resulted in an alert in the remote home monitoring system. Additionally, the battery status was noted to be lower than expected. It was noted that the patient underwent an unrelated surgical procedure. Engineering analysis of device memory noted the presence of many magnet applications that coincided with the procedure. Further analysis noted the device battery was depleting normally. Technical services (ts) discussed clearing the message with a programmer. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. This supplemental report is being filed to provide additional information that this device had a battery depletion error via latitude. The pulse generator battery was at 6% remaining after over seven years of implant time. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. This is considered a device malfunction that could cause or contribute to serious injury. There were no adverse patient effects. 06/2021 it was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message that resulted in an alert in the remote home monitoring system. Additionally, the battery status was noted to be lower than expected. It was noted that the patient underwent an unrelated surgical procedure. Engineering analysis of device memory noted the presence of many magnet applications that coincided with the procedure. Further analysis noted the device battery was depleting normally. Technical services (ts) discussed clearing the message with a programmer. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion message that resulted in an alert in the remote home monitoring system. Additionally, the battery status was noted to be lower than expected. It was noted that the patient underwent an unrelated surgical procedure. Engineering analysis of device memory noted the presence of many magnet applications that coincided with the procedure. Further analysis noted the device battery was depleting normally. Technical services (ts) discussed clearing the message with a programmer. No adverse patient effects were reported. This product remains in service.